Event description:
It was reported that the pt developed a cerebrospinal fluid leak in 2007 with fluid accumulation in the pocket around his pump extending to his back. On two days later, he awoke with fever and back pain. Would cultures revealed inflammatory cells and gram-positive cocci, and the pump was removed on the next day. The pt was discharged from the hospital on the following month, with an add'l 3 weeks of antibiotic treatment. The pt's family reported that they planned on implanting a new device; the pt continued to recover from the infection. The pump was used to deliver lioresal.

Manufacturer narrative:
Final device analysis reveals no anomaly found -normal device function.

Event description:
Add'l info showed the pt recovered without sequela on (B)(6) 2008.

Manufacturer narrative:
Corrected information: ¿disability or permanent damage¿ should not have been marked on the initial MDR; ¿required intervention to prevent permanent impairment/damage¿ should have been marked instead. ¿ corrected information: the device system was delivering baclofen; however, the brand of baclofen was not reported. The initial MDR should not have included the brand name ¿lioresal¿. ¿ corrected/additional information: all previously submitted patient and device codes are being updated to the following: (B)(4).

Event description:
The event was reported to be related to the implant procedure.